Event description:
It has been reported to philips that the system gave longitudinal movement errors. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely, checked the logfile and found several errors regarding a defective x-ray tube bodyguard and different movement errors regarding the c-arm and the longitudinal movement. A philips field service engineer (fse) visited the site, checked the system and confirmed a startup failure in the detector sensors. The fse concluded that the reported issue was due to an object that was close to the sensors during first startup in the morning. After the restart, the system was returned to use in good working order. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.